Manufacturer narrative:
The investigation is ongoing.

Event description:
The following was reported to gore: the patient presented for aortic aneurysm repair. The doctor selected a cook fenestrated device for the aaa repair and a gore® viabahn® vbx balloon expandable endoprosthesis for the left renal fenestration. The cook device was placed with no issue. The gore® viabahn® vbx balloon expandable endoprosthesis was placed with no issue, and ballooned using an 8mm balloon, causing the device to foreshorten. The doctor observed that the device was in an acceptable position and completed the case. The patient presented the following day with an occluded gore® viabahn® vbx balloon expandable endoprosthesis. The doctor used tpn to break the clot up, a penumbra device to suction out the clot, and another gore® viabahn® vbx balloon expandable endoprosthesis to reline the previous vbx device.

Manufacturer narrative:
Additional manufacturer narrative: physician who reviewed the procedural films for the case reported that the gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was not the cause of the occlusion. It appeared that the vbx device was placed too far into the renal artery with no communication to the aortic graft.

Manufacturer narrative:
Corrected data: h6. Results code 1. H6. Conclusions code 1. Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.